Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-00241. It was reported that a patient presented in the emergency room after receiving defibrillation therapy. Device interrogation revealed that the shocks were due to noise on the right ventricular lead. Therapy was turned off. The patient was later sent for lead revision. The lead was explanted on (B)(6) 2018. The implantable cardioverter defibrillator was changed to a pacemaker and right atrial lead was plugged into the right ventricular port to provide right ventricular pacing. Right atrial lead had been capped the lead had been coiled up in the patient's body and showed signs of wear and tear. Patient was stable post procedure.